Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was 541 mg/dl. The customer also reported they attempted to program a bolus and their insulin pump would go into suspend mode. The customer was unable to troubleshoot at the time of the call because the customer disconnected from their infusion set. It was also found the customer had a no delivery alarm during a bolus. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.